Manufacturer narrative:
Continuation of d10: product ID: 8709, lot#serial#: (B)(6), implanted: on (B)(6) 2007, explanted: on (B)(6) 2026, product type: catheter, product ID: 8596, lot#serial#: (B)(6), implanted: on (B)(6) 2007, explanted: on (B)(6) 2026, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot#: (B)(6), ubd: 05-apr-2009, UDI#: (B)(4); product ID: 8596, serial/lot#: (B)(6), ubd: 05-oct-2008, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving hydromorphone 25 mg/ml 16 mg/day and bupivacaine via an implantable pump. It was reported that ever since the patient's recent pump replacement the patient has reported an increase in pain. The healthcare provider could not remember if they aspirated from the cap (catheter access port) at the replacement surgery on (B)(6) 2025 but confirmed that was when the patient reported they started having an increase in pain following that surgery. They refilled the patient¿s pump on (B)(6) 2026 and they expected 4 ml and pulled out 34 ml. They then scheduled the catheter revision for on (B)(6) 2026. They started by opening the pump pocket and attempting to aspirate. They could not; they cut off about 10 cm of the pump side catheter to see if they would get spontaneous csfflow and they were unable to. The physician then went to retrieve the spinal catheter to remove it and replace it with a new catheter and was unable to locate the catheter, even using fluoroscopy. The physician made the decision to leave the old catheter in the patient and tie it off in the pump pocket. The physician then placed a new catheter and was able to get csf (cerebral spinal fluid) flow and connect it to the old pump. They dropped the patient¿s dosing from hydromorphone 25 mg/ml 16 mg/day and bupivacaine to hydromorphone 1.202 mg/day (concentration hydromorphone 25 mg/ml). They did a cap (catheter access port) and catheter prime, as the physician was able to aspirate at the end of the case. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.